Manufacturer narrative:
H11: involved pump panel and mast roller pump were returned to manufacturer: a 24-hours stress test was conducted and no errors nor any device problem was found. Both control panel and roller pump functioned properly and aligned to products specifications. Consequently, units were put back into service. Complaint database review was conducted and revealed no other similar incidents involving the mentioned pump control panel since its installation in 2021. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, a device's hardware malfunction could be excluded. The reported event was most likely due to a temporary and non-reproducible operational condition, which resulted in an interruption of normal function and was subsequently reversible, as supported by diagnostic data, successful recovery actions, and comprehensive post-event testing, including extended stress testing. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: customer provided a video confirming the reported event; moreover, it was tried to apply override function and pump could run back after applying it. Through follow-up communication, livanova learned that at time of the event, while customer was replacing the hlm, hand crank was applied to carry on the procedure. In addition, it was reported that a pressure drop occurred for arterial pump before stopping. A livanova field service engineer was dispatched at customer site and technical safety inspection was conducted on both the involved pump display and roller pump. All tests passed and results were found within manufacturer specification. Log files were retrieved and analysed, and it was confirmed that the pump display was rebooted by customer during the procedure. Subsequently to the first pump display reboot, a link in a pump "master-slave" configuration was suddenly lost, and immediately after the pump stopped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 roller pump panel which suddenly shut down, and consequently the roller pump stopped. No alarm was displayed. Reportedly, customer tried multiple times to turn off and on both the panel and subsequently the entire system, without solving the problem. Consequently, the entire heart-lung machine was changed. There was no patient injury.